Event description:
It was reported that the patient with this right ventricular (rv) lead had erosion and infection. No additional adverse patient effects reported. The rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).